Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that magnesium sulfate (2g/50ml) was ordered to run over two (2) hours. However customer alleges the pump was unable to infuse secondary infusion of magnesium sulfate. Upon follow up with the customer it was noted the device had alarmed for air in line without any air in the line. The patient received the dose of magnesium at a later time than originally ordered. There was patient involvement but no reported patient harm.

Manufacturer narrative:
Omit: a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that magnesium sulfate (2g/50ml) was ordered to run over two (2) hours. However customer alleges the pump was unable to infuse secondary infusion of magnesium sulfate. Upon follow up with the customer it was noted the device had alarmed for air in line without any air in the line. The patient received the dose of magnesium at a later time than originally ordered. There was patient involvement but no reported patient harm.